Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and ischemic peripheral pain. It was reported that the patient didn't think their ins held a charge as long as their previous device did and they had to charge more often. They thought their device was defective. The patient noted that it seemed to deplete very quickly but couldn't say how long a charge lasted. No symptoms or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the cause of their battery depleting quickly and having to recharge often was due to having difficulty finding the battery when charging. They stated that they just charge more even when they find it difficult. The patient noted that their current battery is much harder to charge than their last one. They stated that the placement of the battery seems ¿weird.¿ the patient is unsure if their issue is resolved. They added that they are trying to charge more, but still find it difficult. No further complications were reported or anticipated.